Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alarms/alerts do not appear to be "going off". Customer's blood glucose was 413 mg/dl. At the time of the report, contact did not have pump to perform a system check. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.